Manufacturer narrative:
Clinical investigation: there is a probable temporal relationship between ccpd therapy with the fresenius liberty cycler and the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Additional information was requested in regards to the source and culture results, however at the time of this investigation remains unavailable. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient had peritonitis about four months ago and was moved to in-center hemodialysis (hd) therapy. The pdrn stated that the patient was never hospitalized for the peritonitis event but that she was given vancomycin (dosage, frequency, and route unknown). The pdrn stated that the patient is continuing in-center hemodialysis (hd) therapy until being able to return to peritoneal dialysis (pd) therapy. Additional information regarding the peritonitis cause and results was requested; however, not provided. Patient¿s demographics was also requested and not provided.

Manufacturer narrative:
Correction: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in seven different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lots have been sold and distributed. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.